Manufacturer narrative:
No sample or lot number information has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple forceps failed to actuate properly during separate vitrectomy procedures. Another forceps was opened in each event and the surgery was completed. There was no patient harm.